Event description:
The facility reported a colleague infusion pump with the reported condition of an "814:08 alarm at channel b". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.5 (5.48.92).

Manufacturer narrative:
(B)(4). A service history review revealed that this device has been serviced five times. During these services, the a through c pump head modules were replaced due to accuracy fail and a-809.00 failure. This device was not previously serviced for the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with an 814:08 alarm at channel b was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module b. The pump head module b was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.